Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control performed a visual evaluation of the device and verified that the device showed all three icons (attention, charge-pak and service wrench) and could not power on. The customer confirmed that they will be retiring the device from service and will likely be scrapping the device. The customer was unsure if they will return the device to physio for further evaluation. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would no longer power on. The device had been in storage and the reported issue was observed during testing. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the device and confirmed that the device had over 7 hours of lifetime use and had not been properly maintained by having the charge-pak assembly regularly replaced.